Manufacturer narrative:
This supplemental report is being submit to provide the results of the manufacturer's investigation. A review of the device history record (DHR) was completed during the investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause was likely a defective foot switch. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 9610773-2020-00220. The user facility further reported the facility decided not to repair the esg-400 at this time. No further information was provided. The investigation is ongoing, however, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
During troubleshooting with the technical assistance center, it was determined that the foot switch needed to be replaced. The user unplugged both foot switches (one at a time); when the first footswitch was unplugged the e433 error remained. Then the (50403w) single pedal footswitch was unplugged and the error went away. The user did not have another one at the time, but will be replacing the footswitch. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
During preparation for use, the user facility reported that the high frequency (hf) electro-surgical generator was producing an e433 error code. There was no patient involvement reported.